Manufacturer narrative:
No patient involvement reported. Date of event is unknown. Device is an instrument and is not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. Device history records review was completed for part# 319.090, lot# 2299676. Manufacturing location: (B)(4), manufacturing date: oct 16, 2007. The device history record shows this lot of devices was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that slide part does not move well. There was no patient or surgery involved. This report is for one (1) depth gauge for small screws. This is report 1 of 1 for (B)(4).